Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states his stimulation keeps turning off, so when the patient wakes up, the patient feels it in his butt and back. This began a couple of weeks ago. Agent understood this to mean a return of pain. Patient states they are seeing a screen that says, "stimulator not working" and "no service". Patient also states sometimes during the day they will reset the controller, check the stimulator and it takes 5 seconds for the screen to come back on. Agent walked patient through turning stim on, as well as adjusting stimulation up, however patient was not able to feel their stimulation. Patient was able to start a recharging session with excellent quality. They were also able to start charging their controller with their ac power cord, and this was charging normally. Patient was redirected to their hcp to discuss stimulation turning off. Patient states he has an appointment with his doctor on (B)(6).